Manufacturer narrative:
Per tandem¿s user guide, ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin¿. The pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Reportedly, the customer over filled the cartridge with insulin. Tandem technical support educated the customer this was off-label. Customer¿s blood glucose was 222 mg/dl. Reportedly, customer loaded a new cartridge on the pump and resumed insulin delivery.